Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect various components of the pump, remove an o-ring causing interference, clean the area, and ensure the cartridge was fully snapped into place. After following these instructions and filling a new cartridge, the customer was able to successfully load it onto the pump and resume insulin delivery.